Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through [asr/psr/410psr] on 11/01/2022.

Event description:
Patient reported broken implant. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, g4, h4.

Event description:
Patient reported broken implant. Device has been explanted. This relates to the right side.